Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high glucose reading up to 297 mg/dl on a dexcom g7 after not announcing dinner while using the ilet system, and no alerts or alarms were reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose due to an improper or incorrect procedure, with the glucose later correcting to 99 mg/dl. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to the user interface and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.